Event description:
The patient received an injection of synvisc to the left knee in 2003 and oct-2003. Since receiving synvisc, the patient has experienced more pain in their knee than patient had before treatment. The patient also experienced knee swelling and had difficulty walking. At the time of this report, the patient has not yet recovered. Additional info was received in jan 2004 from the patient has a 2.5 year history of osteoarthritis that has been treated with nsaids and steroids. X-ray findings reveal mild osteoarthritis with joint narrowing. The patient received an injection of synvisc to the left knee in 2003 and oct 2003. Fluid was removed prior to the first injection only. After each injection, the patient experienced knee pain. The rheumatologist report that the synvisc was injected successfully after knee drainage, but failed to reduce and pain. In nov 2003, the patient was treated with an intr-articular steroid injection. At the time of this report, the patient is experiencing continuing pain. The rheumatologist considered the adverse event to be related to the patient's underlying disease.